Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The problem was cooling malfunction. Mixing pump was defective. Also, when measured temperature with 37°c simulator, 36.3°c appeared on the screen. Isolation circuit card caused this problem, replaced mixing pump and isolation circuit card. Issues were resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation card. The device was evaluated upon receipt. Patient temperature measured as 35.5 when a 37 simulator was used. Isolation circuit card was defective. Isolation circuit card was replaced. This device was evaluated for functionality per (B)(4) rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The problem was cooling malfunction. Mixing pump was defective. Also, when measured temperature with 37°c simulator, 36.3°c appeared on the screen. Isolation circuit card caused this problem, replaced mixing pump and isolation circuit card. Issues were resolved.